Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant product: 5076-52 lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the device had an unexpected longevity. The device showed longevity of 1 to 1.5 years but was at elective replacement indicator (eri) less than three months later. The device was explanted and replaced. No patient complications have been reported as a result of this event.